Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Pump passed active current measurement and displacement test. Pump received pump error detected alarm due to non-sleep anomaly software error. Unit failed sleep current measurement due to unexpected battery power loss and pump error detected alarm. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had power error detected. Customer¿s blood glucose level was 106 mg/dl at the time of incident. The insulin pump will be returned for analysis.